Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed, and the reported failure was confirmed. The instrument was found to have charring and localized melting of both bipolar yaw pulleys and in the space between the grips. An electrical continuity test was performed and passed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The energy delivery test was performed multiple times and passed with no flames observed. Isi received a video clip related to the alleged complaint. A review of the provided video clip was conducted by an isi clinical development engineer (cde). The following additional information was provided: in the video, the cde observed an fbf instrument with what appears to be smoke and a small flame (~11 seconds) around the tip of the instrument while energy was activated. This has previously been attributed to the inadvertent presence of oxygen in the surgical space, rather than inert co2.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument burst into flames when the instrument was being activated. The customer used a backup fbf instrument to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: bipolar energy was activated when the issue occurred. The instrument was connected properly. The instrument was used prior to the arcing event for two hours. No other instrument was used when the arcing event occurred. The instrument tip did not touch any staples, clips or sutures while energized. The instrument jaws were immersed in liquid and contaminated by carbonized tissue prior to energy activation. The surgeon did not know the reason of the issue. There was no patient injury. There was no post-surgical complication. The insufflation gas was supplied through the wall connectors.